Event description:
A scrub technician reported that during a vitrectomy procedure the system displayed a brief message along with three dashes. At the end of the procedure when the surgeon went to change to air, the system displayed an incorrect pressure reading of 100mmhg. The surgeon verified with the microscope that the eye pressure was normal. The surgery was completed with no harm tot the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available (B)(4).

Manufacturer narrative:
The customer reported that the system switched to 3 dashes suddenly, and the pressure display went up to 100mmhg when the system was switched to fluid air exchange (fax). The intraocular pressure in the eye was fine. The reported event occurred towards the end of the procedure, which was completed. There was no patient harm. The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The tss explained that the 3 dashes displayed means the system went to the back up pressure mode of 30mmhg. The facility did not request service. The system was manufactured on february 4, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).